Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 18.9 mmol/l (340.2 mg/dl) with ketones present. The pod was worn between 24 and 36 hours. It was noted that the pink slide did not move forward, but the cannula was visible and the patient was unsure if it had inserted properly into the infusion site. Hyperglycemia treated with manual injections.